Event description:
Reportedly, it was not possible to interrogate the device with the programmer on (B)(6) 2015, despite several attempts. At penultimate follow-up (the exact date is unknown); the battery impedance was at 0.45kohms. Preliminary analysis of the programmer files confirmed the reported behavior. This behavior most probably resulted from a data alteration in device memory. Evaluation of the benefit of device replacement was recommended for this patient.

Event description:
Reportedly, it was not possible to interrogate the device with the programmer on (B)(6) 2015, despite several attempts. At penultimate follow-up (the exact date is unknown); the battery impedance was at 0.45kohms. Preliminary analysis of the programmer files confirmed the reported behavior. This behavior most probably resulted from a data alteration in device memory. Evaluation of the benefit of device replacement was recommended for this patient.

Event description:
Reportedly, it was not possible to interrogate the device with the programmer on (B)(6) 2015, despite several attempts. At penultimate follow-up (the exact date is unknown); the battery impedance was at 0.45kohms. Preliminary analysis of the programmer files confirmed the reported behavior. This behavior most probably resulted from a data alteration in device memory. Evaluation of the benefit of device replacement was recommended for this patient.

Manufacturer narrative:
Following our recommendation, device was explanted and returned for analysis.

Event description:
Reportedly, it was not possible to interrogate the device with the programmer on (B)(6) 2015, despite several attempts. At penultimate follow-up (the exact date is unknown); the battery impedance was at 0.45kohms. Preliminary analysis of the programmer files confirmed the reported behavior. This behavior most probably resulted from a data alteration in device memory. Evaluation of the benefit of device replacement was recommended for this patient.